Manufacturer narrative:
The patient was contacted and provided additional information including her provider. The patient is on disability due to psychiatric condition. Completed full course of tms treatment. Provider indicated that the patient was not responding to treatment as hoped so pulses were increased from 3000/treatment to 4000/treatment. Patient tolerated the increased pulses but then told the treater that is when the headaches began and wanted to go back to 3000 pulses. Headaches alleviated after going back to 3000 pulses. The provider had no additional notes regarding patient headaches from (B)(6) 2021 until (B)(6) 2021 which was the last time the provider had contact with the patient after treatment. Haldol, gabapentin and wellbutrin have headache as a side effect. Based on the provided information, it can not be concluded that neurostar tms treatments caused or contributed to the patient's reported symptoms.

Event description:
Neuronetics received a patient reported medwatch (mw5111076) from FDA on 08/03/2022. The patient reported having severe headaches at least 4 days per week after having tms treatment.